Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to incorrect reading in blood glucose on unknown date with blood glucose of unknown. Customer also reported that the buttons of the insulin pump sticking very bad. The insulin pump will not be returned for analysis.